Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the first image depicts looking down on the duckbill seal. The second image depicts a side view of the trocar. The third image depicts looking up at the bloodied circular seal. It was reported that the user experienced difficulty in the insertion or removal of the device to or from the port, a component disengaged from the device, and the device broke. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following lab evaluation, when attempting to insert an endoscope into the port, did not guide the endoscope directly into the port hole. The endoscope hit the port cap, and the port cap detached from the port. Both the port and port cap had pieces chipped off. There was no damage observed at the beginning of the evaluation when the packaging of the port was first opened. There was no patient involvement.